Manufacturer narrative:
The complaint was resolved by the tsg sending reagents and verifying vitamin d quality control is within targeted range across several reagent lots. The customer repeated the cap replacement testing and it was within acceptable range. The most probable cause of the reported event is unknown this report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer failing 1 of 3 vitamin d specimen for their last (B)(6) survey. The customer reported that the specimen is out of range high. The instrument was calibrated on (B)(6) 2015 and the survey was performed on the same day. Quality controls were within range on (B)(6) 2015. Customer is also reporting that their quality control level 1 is trending out of range high while level 2 is within range. The quality control level 1 is high with vitamin d cup lot 39 and 40. The customer indicated that both reagents were calibrated with calibrator lot 90 and the quality control, pretreatment and conjugate were made on the same day. The technical support group (tsg) advised the customer to update their maintenance by cleaning the bf probe and decontaminating the reagent bottles and lines. Also, a new lot of reagent was sent to evaluate. The customer recalibrated vitamin d lot 39, lot 44 and lot 42 and the quality controls were within range in all instances. The data was sent to tsg for review and verified that calibration was within acceptable range.